Event description:
The customer reported, the device would intermittently fail to power up.

Manufacturer narrative:
The customer reported, the device would intermittently fail to power up. The complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.